Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The sample was visually inspected and was deemed to be nonconforming. The front and rear engine housing is detached. The probe was disassembled and the components inspected. There are approximately 15-20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No functional testing could be performed due to the damaged condition of the probe. The complaint evaluation does confirm components within the probe are detached and would be the reason for the probe not performing properly. The evaluation does indicate the probe had been used in surgery for approximately 15-20 minutes before the detachment occurred and this may have also been a possible factor for the poor actuation performance. The root cause for the separation of components cannot be determined from this evaluation. The most probable reason for the detachment failure would be an adhesive problem. An investigation has been completed to determine the reason for the engine housing component separation to reduce the frequency of complaints for this issue. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a vitrectomy probe stopped working after 4 or 5 seconds of use during a vitrectomy procedure. The probe loss air tightness and a noise was heard. The device was replaced. The procedure could be completed without any patient harm. Additional information has been requested but not received.